Manufacturer narrative:
A follow up MDR will be submitted upon completion of the plant's investigation and review of the medical records.

Event description:
A peritoneal dialysis patient's husband stated that on (B)(6) 2017 the patient visited the clinic due to fluid build up where the patient required hemodialysis. The patient was admitted to the hospital from (B)(6) 2017. He stated that while in the clinic 5 pounds of fluid was removed from the patient and later at the hospital an additional 20 pounds of fluid was removed. He stated that in the hospital the patient received dialysis treatment and it was determined that hemodialysis treatment was too hard on the patient¿s body. Medical records have been received and are under review.

Manufacturer narrative:
The device was not returned to the manufacturer for physical evaluation, and the serial number was not able to be obtained to date. An investigation of the cyclers delivered to the customer were reviewed and a serial number was not able to be determined. Although a temporal relationship exists between the ccpd treatment and the patient reportedly gaining weight (during unknown period of time); it was also noted the patient was simultaneously having problems with her pd catheter as evidenced by reports of laparoscopic surgery on (B)(6) 2017 and as noted in the medical record. Ccpd treatment data is not available for evaluation at the time of this clinical investigation; therefore actual causality/etiology cannot be determined due to multifactorial events.

Event description:
Review of medical records revealed the patient was experiencing weight gain and having problems with her catheter and was subsequently transitioned to hemodialysis therapy on (B)(6) 2017, due to ineffective pd therapy. Coincidently, on (B)(6) 2017, the dialysis staff noted absence of a thrill with swelling/pain in the fistula while attempting hemodialysis treatment and the patient subsequently went to the emergency room for a possible occluded fistula. Upon arrival to the emergency room, the patient experienced shortness of breath with activity/lying flat and pain at the fistula site. Additionally, the patient reported vomiting about 10 times prior to going to the emergency room. A review of systems was performed which revealed: left upper extremity with redness/ecchymosis, moderate/severe pain at the antecubital (ac) fossa; with noted swelling of ac fossa and distal forearm. Furthermore, the fistula did not have a palpable thrill. Abdominal exam was negative considerably, it was noted the patient appeared in no acute distress without labored breathing and lung sounds were clear on auscultation. The pt. Was admitted to the hospital for deep vein thrombosis (dvt) and cellulitis of the left arm fistula site. During hospital course, the patient had a temporary hemodialysis catheter placed and continued hemodialysis therapy. Additionally, the patient was treated empirically with vancomycin 1 gram intravenously for cellulitis in the left arm. Also, the patient experienced abdominal pain throughout hospitalization and was noted to spike a fever. Pd effluent cultures were obtained resulting with no bacterial growth and white blood cell (wbc) count 42. Additionally, a urine culture was performed which grew candida tropicalis however, it was noted that the patient did not exhibit any signs/symptoms of urinary tract infection. It was reported the etiology of abdominal pain/fever could not be attributed to any evidence of spontaneous bacterial peritonitis. Furthermore, it was noted the patient's arm was the only potential source for fever. On (B)(6) 2017, the patient was discharged home noted in stable condition on peritoneal dialysis therapy. However, it was noted the patient¿s current acute medical issues may be related to disease progression.